Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG equipment malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse instructed the customer to perform an operational check and await feedback. The fault has been resolved. The rse also recommended that the customer purchase an ECG cable for backup purposes. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed.